Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A company representative reported via email that a customer was hospitalized with high blood glucose, which she did not feel was related to the insulin pump. The company representative stated the call with customer was disconnected before a transfer for further assistance could be offered. Three attempted follow up calls were made to the customer who did not make herself available to provide further information.